Event description:
It was reported that a patient using the ilet experienced hypoglycemia with a measured glucose of 52 after announcing a meal and exercising; the patient treated with oral carbohydrates including glucose tablets, and food after which the glucose later increased to 89 mg/dl. While insulin delivery was paused, the patient requested a higher glucose target of 130 mg/dl. Customer care provided support that included troubleshooting and education by the clinical team and assignment for additional training. Investigation of this case revealed no confirmed device malfunction, and the event was attributed to unclear cause in the context of recent exercise and meal dosing while insulin delivery was paused. Clinical symptoms included shaking/tremors associated with low blood glucose reported. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.